Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc center, issues related to the sensor board and active exhalation control module were found. The device's sensor board and active exhalation control module were replaced to address the issues. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.